Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the right ventricular lead needed repositioning but the stylet was difficult to insert fully into the lead tip. The lead could not be repositioned so it was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. The returned stylet was kinked/buckled and there was blood on the distal electrode. Visual analysis noted the lead was damaged at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.